Event description:
It has been reported that the wireless footswitch wireless footswitch battery was not holding charge and customer confirmed that the battery led was red and the wi-fi (led) indicator was blinking red. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed, that the wireless footswitch battery was not holding charge. The customer reported, that the battery led was red and the wireless symbol was blinking red. The rse contacted with the primary fse, who had previously left a battery onsite and has suggested to replace the battery. The issue was resolved by replacing the battery. After replacement of the battery, the system was returned to use in good working order. At the time, this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence and as such the complaint was reported. Since that time, new information has been received. Which, has led to the determination, that this is scenario is not likely, to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the wireless footswitch connection issue, but it is related to battery. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated, based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.